Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer's blood glucose level was displayed as "high," but a specific value is unknown. The customer addressed the high blood glucose by administering a correction bolus through the pump, changed the infusion set and cartridge, and successfully resumed insulin delivery. There was no need for third-party assistance, and the issue was resolved on a previous date.